Event description:
The following has been reported: biomed reported: no harm of patient reported, nor an active infusion being stopped. Problem: pump problem. A preliminary review of the logs identified the following issue: processor hardware failure (linux core) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for investigation. An internal investigation was performed and damage identified was unrelated to som. The linux crash was unable to be replicated. The complaint was confirmed via log file review.